Event description:
The customer was hospitalized for high blood glucose levels and symptoms of diabetic ketoacidosis. The customer had changed the infusion set two days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. Tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.